Event description:
Nurse aid states she found patient on floor at 5:30 p.m. No wintnesses. Patient's foot left siderail was down and would not lock in up position. Follow-up by sales representative the following day found the patient had no injury other than a couple bruises on arm. It was stated that patient fell out of bed very often due to the patient's constant movements. Restraints, pillows and bumper guards have been used and patient still falls out of bed.